Event description:
It was reported that the right atrial lead perforated the patient. The lead was explanted.

Manufacturer narrative:
Final analysis was normal.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.